Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that six weeks post implant, the lead exhibited loss of capture. Attempts to reposition the lead were unsuccessful. The lead was removed.